Manufacturer narrative:
(B)(4). The device history record review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: sometimes the staples come out oblique or they did not come out at all and there is resistance. The patient's condition was reported as fine.